Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she has been experiencing low blood glucose for about six months. Customer stated she did have a serious injury or hospitalization incident. Paramedics gave her an IV and syrup. The drive support cap was reported flush. Most recent set change was (B)(6) 2015. Customer was disconnected during rewind process. The device was not exposed to an MRI. Same amount of insulin is display on the device and reservoir. The device was being replaced due to a damage cap. Customer went to emergency room (B)(6) 2015 for low blood glucose of 15 mg/dl. Customer stated her son had taken her to the ER because of lows. She was advised by the hospital staff to stay of the device and revert to back manual injections. Customer went back on the device and had another low, and paramedics took her to the hospital but she refused to be hospitalized. Customer was advised to discontinue use of the device and to revert to the back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The pump passed delivery volume accuracy test.